Event description:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2024-02741.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.